Event description:
It was reported that during a video assisted thoracic surgery with bleb resection procedure, on the first firing the surgeon heard a noise and the device would not open and the device would not fire. The device was stuck on tissue. The manual over ride was used and would not work. The reverse switch was used after trying the manual over ride that would not work. The surgeon ripped the device off tissue- it was a small bite then another device was used to repair the tissue. The second device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Apex of the lung. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur? 1st. What color cartridge was being used? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Na. Were any unexpected noises heard? Yes. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). The analysis results showed that one pse60a device was returned with no visual non-conformances and loaded with a 45 mm reload. In addition, the knife was not fully retracted, thus the device would not open. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. A test bailout door was properly installed and the device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.